Event description:
It was reported patient was experiencing some pain at the ipg pocket site. As such, surgical intervention took place where the entire system was explanted on (B)(6) 2024.

Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.